Event description:
It was reported; the front tip weld of the device broke off. It was also reported all parts were retrieved. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation into the device malfunction confirmed it was indeed broken off at the welding connection. The probable cause for device malfunction was believed to be mechanical overload. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.